Event description:
It was reported that ventricular capture was unable to be confirmed as electrograms (egm) indicate interruption during device interrogation. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.